Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that there was the foreign material around the exit of the instrument channel. As a result of the analysis of component, it was found that the foreign material contained a silicone component. Omsc also found that no foreign material adhered to the inside near the exit of the instrument channel. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the results of the omsc investigation, omsc presumed that the reported foreign material around the exit of the instrument channel was adhered from the outside of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that after the reprocessing of the subject device at the user facility, it was found that there was the foreign material around the exit of the instrument channel of the subject device. The user's reprocessing had been performed by the method described in the instruction manual of the subject device. There was no report of patient injury associated with this event.